Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-06520. This report was submitted as a duplicate report of the previously submitted report.